Event description:
It was reported that a filter limb fractured and moved to the patient's right distal pulmonary artery. The filter remains in good position at the level of the l2 vertebrae. The detached limb was an incidental finding following a chest x-ray performed due to other medical conditions. The patient remains asymptomatic and there was no report of any injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.